Event description:
Rep reported that the surgeon used a 14mm perforator to create an opening for craniotomy. The surgeon commented that the perforator did not lock up and went into the dura. Bleeding was controlled and the surgery continued without incidence.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.